Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor connector pin bent.

Event description:
It was reported during the implant procedure that the helix extending procedure of this atrial lead, the distal end of connector pin of the lead-connector got loose. The proximal part of the connector is no longer parallel to the connector body. The lead was not implanted. No patient complications have been reported as a result of this event.